Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. All table movement mechanisms were cleaned and lubricated. Motion control circuit board was missing a ground connector. This was reattached. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800's table displayed a lateral movement error. The system had to be reinitialized to clear the error. There was no adverse patient involvement reported. There was no patient information reported.